Event description:
It was reported, "went to drill through the femoral sizer-drill bit snapped off."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.